Event description:
End-user age & weight, as well as location of event updated.

Event description:
The end-user was using this shower chair when one of the chair's legs bent outward, and she fell backwards. She hit her head against the wall, and hit her tailbone. Every bone in her body is reported as now hurting. She had to call 911 to help get her up, but did not seek other medical attention. The event is reported as having occurred on tile flooring; no issues are reported as having occurred with the chair's feet, and all tips are reported as having been touching the floor at the time the event had occurred. The user is reported as having not done any regular weekly maintenance on the device, and is reported as having been supervised at the time of the event - she does not know if the push buttons were protruding through the holes of the chair's legs at the time the event had occurred. The device involved with this event was returned to compass health brands on (B)(6) 2017 and inspected accordingly. The "number 1" (labeled for assembly) leg was found to be bent outwards, and leaning towards the other leg upon return. The center metal anchor was also slightly pulled out of the plastic seat upon return. Lastly, one of the hand screws (long one meant for leg frame & seat frame) was found to be bent. The customer's complaint could be confirmed from a review of the returned device.